Event description:
It was reported the pump eroded through the skin and was outside of the body. Per the neurosurgeon the patient was admitted to ER (emergency room) over the weekend because the pump ¿came out of his body.¿ per the reporter, apparently the pump had been showing signs of erosion since september but no action was taken until the patient was admitted to ER. Intervention required was replacement of the pump and catheter. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver morphine. On (B)(6) 2014, it was further reported the patient¿s pump has eroded completely through their skin to the point that the pump was just "hanging out of the patient's body." The surgeon planned on replacing the pump and replacing pump segment of catheter today. It was also noted the catheter was fractured near the spine. The pump was used to deliver morphine. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
The cause of the erosion was not determined. After the pump and catheter replacement, the patient was getting effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 200, explanted: (B)(6) 2014, product type catheter. (B)(4).